Event description:
It was reported that high capture threshold was noted. After extracting the lead, the physician noted externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasions were found at 55.8-55.9cm and at 53.5-57.6cm from the connector pin. The etfe coatings were intact. Internal insulation abrasion was found under the rv shock coil at 59.3-59.5cm from the connector pin. The etfe coating was intact. Unable to confirm the high thresholds during analysis.